Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The unit also had cracks on the reservoir tube lip, battery tube threads and display window, as well as a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.